Event description:
Revision of total shoulder components due to loosening and possible infection.

Manufacturer narrative:
Devices were not returned for MFR eval. Specific device info was not provided to MFR.